Event description:
It was reported by service report that the fowler would not stay down. There was patient involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Gas spring trip.